Event description:
The field engineer reported that while performing a preventative maintenance inspection, a "kv on" error message was displayed and shut the system down. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage tank and the snubber board were replaced and a generator calibration was performed. The system was tested and found to be working as intended and put back into service.